Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock. Review of the remote transmission indicated that the shock was delivered for an episode of ventricular fibrillation (vf) but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response. The shock was suspected to be inappropriate. It was also reported that the right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm). The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.